Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was above 600 mg/dl at the time of the incident. Customer treated their high blood glucose with injection shot and he had ketones. Customer's mother declined to troubleshoot for the high blood sugar. Customer's mother reported that her son had a no delivery alarm this morning. Customer's mother stated that her son's blood sugar has been fine, in the 290 mg/dl due to being in cross country. Customer mother stated blood glucose at time of incident was probably in the 190 mg/dl or 200 mg/dl. Product will not be returned for analysis.